Event description:
It was reported that the right atrial lead exhibited noise. The noise could not be reproduced in clinic with isometrics or pocket manipulation. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.